Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. Unable to perform any tests due to the blank display. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to saltwater. Customer wore the pump into the water when he went swimming. Customer stated the pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.